Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60), a neuron max 6f 088 long sheath (neuron max) and a non-penumbra microcatheter. During the procedure, while advancing the microcatheter through an ace60, the physician experienced resistance. Subsequently, the physician was unable to advance the microcatheter through the distal end of the ace60. Consequently, the physician decided to remove the ace60 and neuron max. Upon removal, it was noticed that the distal end of the ace60 was deformed. Therefore, the ace60 was removed. The procedure was completed using a new ace60, the same neuron max and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by penumbra distributor on 6/18/2021: 1. Section b. Box 5. Describe event or problem.

Manufacturer narrative:
Evaluation of the returned ace60 revealed an ovalization on its distal shaft. If the device is forcefully gripped or pinched during use, damage such as this may occur. During functional testing, the ace60 was unable to be advanced into a demonstration neuron max due to the distal tip ovalization. A demonstration velocity was also unable to be advanced through the ovalization on the ace60 distal tip. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, while advancing the microcatheter into an ace60, it was noticed that the distal end of the ace60 was deformed. Therefore, the ace60 was removed. The procedure was completed using a new ace60. There was no report of an adverse effect to the patient.